Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited low, out of range shock and pacing impedances. This observation was made during a routine device interrogation. To test the patency of the system, the physician brought the patient to the lab, where a ventricular arrhythmia was induced. The device successfully detected the arrhtymia, but failed to convert the rhythm. A warning message was subsequently observed, which stated low impedance had been observed on the system. The lead was capped and surgically abandoned. The device was explanted, and will be returned to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.